Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for approximately three hours before she noticed the string was missing. She was able to remove the pledget from her vaginal cavity with assistance. She stated that after removal she noticed the tampon string was only a few centimeters long and appeared to be cut off. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.